Event description:
According to the initial reporter: global clinical number: (B)(4). Title of clinical study: zilver 635 biliary stent (zilbs) final report. Device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture patients experiencing adverse events by category. Device issue was stent fracture. Stent was deployed through the wall of a previously placed or existing metal stent. This is considered user error and would likely to have required intervention surgical intervention.